Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2023 ¿ (B)(6) 2023. The beginning of the file captured a pump stop with associated low speed advisory, low flow, and left ventricular assist device (lvad) off alarms. Approximately 1 second later, the pump ramped up to the set speed without issue. The onset of the pump stop event was not captured in the log file and was overwritten by newer incoming events. A duration of time the pump was stopped could not conclusively be determined through this evaluation. No other notable events or alarms were captured. Excluding the pump stop event, the system appeared to operate as intended at the stored patient speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-035708, and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 left ventricular assist system patient handbook, rev. D, are currently available. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot all system alarms, including pump stop alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for mlp-035708 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump stop on (B)(6) 2023 during a clinical visit. The nurse was only able to confirm a low speed alarm on the system monitor. The patient controller shows low flow alarms on (B)(6) 2023. The patient denied loss of power or a driveline disconnect. This was considered potentially associated with static electricity. A review of the log files could not confirm the occurrence of a pump stop on (B)(6) 2023 as it was overwritten by new data.